Event description:
Caller reported blood glucose results of 400 mg/dl on the compact plus system and 169 mg/dl on a professional system within 10 minutes. Customer reported no symptoms or adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.